Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 68 mg/dl, which was treated with food. The customer stated that they were playing softball when the alarm occurred. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and was unable to be primed during prime test due to faulty force sensor resistor. The motor passed motor test. The device had intermittent button response and button error alarm due to corroded keypad traces. The device had cracked display window corner, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.